Event description:
It was reported that a malfunction alarm occurred. The customer reverted to multiple dose injections for insulin therapy, and a replacement pump was sent. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified; additionally, a faulty usb issue was identified.